Event description:
A healthcare facility in (B)(6) reported that upon opening the boxes of the four (B)(4) neopuff infant resuscitators, frosty manometers were found. The numbers in the manometers cannot be seen.

Manufacturer narrative:
Please also reference MDR # 9611451-2008-00333, 9611451-2008-00471 and 9611451-2008-00472. The complaint device is currently being investigated. A f/u report will be provided once we receive the investigation report.